Event description:
It was reported that this pacemaker and a non boston scientific right ventricular (rv) lead exhibited an impedance measurement of greater than 2500 ohms. It was noted that the lead tested normally, and no interventions were performed. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This report is being filed to provide updated evaluation coding.